Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embeded in right and left fallopian tube') and pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus pressure, sore throat, nausea, rash, vomiting, musculoskeletal pain, numbness, spasms, dizziness, burning micturition, abdominal pain, flank pain, urinary frequency, visual disturbance, hypertension, headache, abdominal hernia and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), change of bowel habit ("bowel changes"), anxiety ("anxiety"), mood swings ("mood swings"), vitamin d deficiency ("vit. D deficiency"), vitamin b12 deficiency ("b12 deficiency"), hypertension ("high bp"), contusion ("unexplained bruishing"), abdominal pain lower ("crampings"), vaginal haemorrhage ("spotting"), autonomic nervous system imbalance ("autonomic dysfunction"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), abdominal distension ("severe bloating"), raynaud's phenomenon ("raynand¿s syndrom"), palpitations ("heart palpitations"), gastrointestinal infection ("git infections"), depression ("depression"), insomnia ("insomnia"), iron deficiency ("iron deficiency"), urticaria ("hives"), rash ("rashes"), memory impairment ("memory problems"), tinnitus ("ringing in ears"), deafness ("hearing loss"), chest pain ("chest pain"), abdominal hernia ("abdominal hernia"), thinking abnormal ("brain fog") and device allergy ("sensitivity to device"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menorrhagia, dyspareunia, autoimmune disorder, allergy to metals, change of bowel habit, anxiety, mood swings, vitamin d deficiency, vitamin b12 deficiency, hypertension, contusion, abdominal pain lower, vaginal haemorrhage, autonomic nervous system imbalance, ovulation pain, night sweats, abdominal distension, raynaud's phenomenon, palpitations, gastrointestinal infection, depression, insomnia, iron deficiency, urticaria, rash, memory impairment, tinnitus, deafness, chest pain, abdominal hernia, thinking abnormal and device allergy outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, autonomic nervous system imbalance, change of bowel habit, chest pain, contusion, deafness, depression, device allergy, dyspareunia, embedded device, gastrointestinal infection, hypertension, insomnia, iron deficiency, memory impairment, menorrhagia, mood swings, night sweats, ovulation pain, palpitations, pelvic pain, rash, raynaud's phenomenon, thinking abnormal, tinnitus, urticaria, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression; bilateral tubal occlusion status post hysteroscopic tubal sterilization.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in right and left fallopian tube') and pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus pressure, sore throat, nausea, rash, vomiting, musculoskeletal pain, numbness, spasms, dizziness, burning micturition, abdominal pain, flank pain, urinary frequency, visual disturbance, hypertension, headache, abdominal hernia and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel sensitivity"), change of bowel habit ("bowel changes"), anxiety ("anxiety"), mood swings ("mood swings"), vitamin d deficiency ("vit. D deficiency"), vitamin b12 deficiency ("b12 deficiency"), hypertension ("high bp"), contusion ("unexplained bruising"), abdominal pain lower ("crampings"), vaginal haemorrhage ("spotting"), autonomic nervous system imbalance ("autonomic dysfunction"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), abdominal distension ("severe bloating"), raynaud's phenomenon ("raynaud¿s syndrome"), palpitations ("heart palpitations"), gastrointestinal infection ("git infections"), depression ("depression"), insomnia ("insomnia"), iron deficiency ("iron deficiency"), urticaria ("hives"), rash ("rashes"), memory impairment ("memory problems"), tinnitus ("ringing in ears"), deafness ("hearing loss"), chest pain ("chest pain"), abdominal hernia ("abdominal hernia"), feeling abnormal ("brain fog") and device allergy ("sensitivity to device"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, menorrhagia, dyspareunia, autoimmune disorder, allergy to metals, change of bowel habit, anxiety, mood swings, vitamin d deficiency, vitamin b12 deficiency, hypertension, contusion, abdominal pain lower, vaginal haemorrhage, autonomic nervous system imbalance, ovulation pain, night sweats, abdominal distension, raynaud's phenomenon, palpitations, gastrointestinal infection, depression, insomnia, iron deficiency, urticaria, rash, memory impairment, tinnitus, deafness, chest pain, abdominal hernia, feeling abnormal and device allergy outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, autonomic nervous system imbalance, change of bowel habit, chest pain, contusion, deafness, depression, device allergy, dyspareunia, embedded device, feeling abnormal, gastrointestinal infection, hypertension, insomnia, iron deficiency, memory impairment, menorrhagia, mood swings, night sweats, ovulation pain, palpitations, pelvic pain, rash, raynaud's phenomenon, tinnitus, urticaria, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression; bilateral tubal occlusion status post hysteroscopic tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.